Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Verbal walk-through on how to use the analog sensor task in asm to check the voltages of the pressure sensor. With no set attached you should see a voltage of .9 on both bottle and patient side pressure sensor. With a dry set installed, a voltage of 2.5v should be seen on bottle side and 2.1v-2.5v on patient side. If a voltage of 0v or 5v that is the pressure sensor that is causing the no set loaded error. With no set patient side pressure sensor showing .4v. Recommend to replace the patient side pressure sensor. Gave part number and transfer to denise com for pricing. (B)(4).